Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the patella component at the bone to cement interface due to patella fracture, cement manufacturer is unknown. It was also indicated that partial patellectomy was performed. Doi: unknown; dor: (B)(6) 2018; right knee. No surgical delay.